Event description:
During a routine shift check by a clinician, the device's pacer rate was not adjustable. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not received the product and this complaint is still under investigation.